Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Device analysis found normal battery depletion. The device met its expected longevity.

Event description:
It was reported the device longevity was "less than five years." The device was explanted and replaced. No patient complications were reported as a result of this event.